Manufacturer narrative:
The reason for this revision surgery was to remedy a loose baseplate after 1.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery (although a possible fall was reported). There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this product, the parts were dispositioned rework/re-measure to new tolerance. A review of the product complaint report history shows this is the 68th complaint for this part number: 15 device loosening, 13 broken screws, nine infections, ten dislocation, six trauma, four instability, two dissociation, one subsidence, one non-assembly, one surgical technique, one loose joint, one misalignment, one limited range of motion, one was over reamed by the surgeon, and one failed allograft. This is the first complaint for this lot number. The root cause for the loose baseplate was not determined with confidence, but may have been due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the glenoid baseplate was loosening.